Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said she got a uti from using the pw and was hospitalized for 10 days due to this issue. It is unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection. Per follow up information received on 28jan2026, it was reported patient developed a serious urinary tract infection that led to hospitalization. Uti resulted in serious condition resembling a stroke and a visit to the emergency room and 7-day hospital stay. Aggressive antibiotic regime to address uti. Hospitalization to treat uti and related illness that seriously affected kidney function. Aggressive antibiotic regime to address uti. Device not replaced.

Event description:
It was reported that the patient said she got a uti from using the pw and was hospitalized for 10 days due to this issue. It is unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection. Per follow up information received on 28jan2026, it was reported patient developed a serious urinary tract infection that led to hospitalization. Uti resulted in serious condition resembling a stroke and a visit to the emergency room and 7-day hospital stay. Aggressive antibiotic regime to address uti. Hospitalization to treat uti and related illness that seriously affected kidney function. Aggressive antibiotic regime to address uti. Device not replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.